Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was admitted to the hospital with the diagnosis of breast cancer on (B)(6) and carried the bard 4frpicc catheter for 67 days. The patient grasped the precautions for carrying the tube and the relevant measures for releasing the tube, and was responsible for replacing the catheter application on the 10th. The puncture port was found during the maintenance process. If there is any exudate outflow, immediately notify the head nurse to find out the cause, and the result: the PICC catheter has a leakage point 1 cm into the skin, inform the doctor and the patient himself, the head nurse will pull out the catheter 5 cm, break the tube and replace it with a new one the puncture point was normal, the xerox buckle was fixed, the patient had no complaints, refused to receive x-ray repositioning, and received normal chemotherapy on the 12th."